Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used reservoirs were inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the devices operated within specifications.

Event description:
The mother reported via phone call that the customer had a reservoir anomaly. The mother stated the reservoir would not lock into the transfer guard. The mother stated they would have to fill the reservoir carefully as a result of the anomay. The mother also stated the transfer guard was not properly in place. Customer's blood glucose was less than 200 mg/dl. The reservoir will be returned for analysis.